Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lap chole. According to the reporter: a piece of trocar broke off upon insertion, picked up the piece, then handed off. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. No pt injury was reported.